Event description:
The customer stated that she was experiencing low blood glucose levels. The reported blood glucose reading was 47 mg/dl. Troubleshooting was performed, and the insulin pump was reading the reservoir volume correctly. However, the displacement test failed. The customer was advised to revert to a backup plan to treat her diabetes. Nothing further was reported.

Manufacturer narrative:
Currently, it is unk whether ot not the device may have caused or contributed to the event, as no product has been returned. No conclusion can be drawn at this time. The device will be returned for analysis and further info will follow once the analysis has been completed.